Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a diagnostic issue where the device diagnosed slow ventricular tachycardia (vt) as sustained vt. There was no inappropriate therapy delivered. Technical support recommended device reprogramming; however, no intervention was performed to resolve the event and the patient was in stable condition.